Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed and reproduced the error by running a patient sample. The fse suspected there was a problem with the mixing assembly, however, the fse stated the mixer assembly part is not available in the united states and would have required extensive downtime awaiting part from japan. Tosoh sales decided it would be best to replace the aia-360 with a new aia-360 analyzer. The fse was unable to complete the repair of the aia-360 analyzer. The analyzer was not returned to service and will be replaced. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through the aware date of the reported event. There were no similar complaints identified during the search period. The aia-360 operator's analyzer under section 7-1: list of error messages states the following: error message: 4010 mixer slip. Description: the mixer motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. The most probable cause was due to a mechanical problem with the analyzer, cause traced to component failure.

Event description:
A customer reported 4010 mixer slip. Mixer motor slipping detected error and an audible noise on the aia-360 analyzer. The customer restarted the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The aia-360 analyzer was returned to instrument service center (isc) for investigation. The isc technician performed a visual inspection of the outside of the analyzer with no findings. The isc technician then performed a visual inspection of the internal components on the analyzer. The isc technician found the mixer assembly showed signs of wear and was warped on the heater plate. The heater plate sits on top of the mixer assembly. Due to the visual findings, functional testing could not be performed. This inspection confirmed field service engineer (fse) findings for the failure of the mixing assembly.

Manufacturer narrative:
Correction to section d: "device returned to manufacture?" Previously unchecked. "Date device returned to manufacture?" Previously incomplete.